Event description:
It was reported that there was an issue with the incorrect time display on the pump, with a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Customer support helped the caller update the pump time and advised monitoring the pump for any recurring time discrepancies, which the caller understood and acknowledged.